Event description:
The customer reported the system displayed an overload message and was making a loud pop in tube during three cases. They were able to finish the cases without patient injury.

Manufacturer narrative:
The ge service rep could not verify issue. He checked the high voltage cable and found no sign of arcing. He spoke with the user and he stated that after hearing popping, the unit needed to be rebooted and they were able to continue use of unit for several cases. The ge service rep ordered a new x-ray tube. He replaced the tube, performed a filiment cal, and tested unit by shooting several fluoro images. No arcing was heard. The unit works as normal.